Event description:
The orogastric tube broke while it was being retaped by the rn. Tegaderm tape is used to hold the og tube in place. This og tube had been placed soon after the birth of baby and it broke approximately twenty-two days later.